Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th may 2024, it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the eyelet broke when the suture anchor was pulled which caused the anchor to fail to be fixed. This was detected during use in a repair of lower rotator cuff of shoulder joint procedure on 28th april 2024. The procedure as completed successfully with a new ar-2324pslc.

Manufacturer narrative:
Additional information: one unpackaged ar-2324pslc serial/batch number 15237894 was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the distal tip of the anchor is damaged/warped. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Refer to investigation photos.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the anchor was deformed. This was detected during an anterior cruciate ligament reconstruction procedure on (B)(6) 2025. Ar-2324ptb and ar-1927pb were used to prepare bone socket. Then, using anchor to fix 4 sutures, but the anchor became deformed. A new anchor was used instead but same failure occurred. Procedure was finally and successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324pslc instead. There were no fragments left in the patient.